Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during prime. Displacement test passed. Manual fixed prime did not pass; insulin did not exit the tubing. Customer was instructed to disconnect and reconnect and perform manual prime; insulin did exit. Blood glucose value was over 300 mg/dl. Nothing further reported.